Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24x2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.25x24mm promus element ¿ stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 2.25x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent rows 1-3 are damaged and stent struts are lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issued noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24x2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.25x24mm promus element ¿ stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.